Event description:
End user reported that low pressure contrast injection line burst during power injection. Pt did not suffer any injury, but did incur slight blood loss due to a closed fluid connection being broken.